Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment was corroded. Customer does not know how damage occurred. Customer's blood glucose was 236 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump has corroded battery cap contact and minor scratches on lcd window.